Manufacturer narrative:
Due to characterization limit e1 event site name: (B)(6) hospital. Another contact info: (B)(6). Customer reported that the top display is flickering. There was no patient involved. A getinge field service engineer (fse) was dispatched to evaluate the unit. The fse replaced faulty top display. Product passed all functional and safety tests per manufacturer specifications.

Event description:
It was reported that the cardiosave intra aortic balloon pump (iabp) had malfunctioned, before use. It was described that the top display is flickering. There was no patient involved.